Event description:
It was reported that the implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed the right atrial (ra) and right ventricular (rv) sensitivity were fixed. Ts discussed to consider making it less sensitive to avoid ra cross talk oversensing during the arrhythmia. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed the right atrial (ra) and right ventricular (rv) sensitivity were fixed. Ts discussed to consider making it less sensitive to avoid ra cross talk oversensing during the arrhythmia. This device remains in service. No adverse patient effects were reported. Additional information indicated that patient admitted due to episodes of dizziness and intrinsic ventricular rate at 40. Also, it was stated that a suggestive of atrial fibrillation (af) as underlying rhythm with very low voltage atrial activity which was not being sensed.